Event description:
Patient reports she has been achy this whole week; however, she did get her shingles vaccine last week. The patient has the cassette affected lot number 4084027. IV premix patient did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual product available for investigation? Yes; did we replace product? Yes; did the patient have a backup product they were able to switch to? Yes; was the patient able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Reported to (B)(6) by pt/caregiver.